Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button was not working. Customer¿s blood glucose level was 186 mg/dl. Customer reported that they noticed during bolus delivery. Customer confirmed that the time clock was advancing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.